Event description:
The customer explained via phone call that the insulin pump was not delivering the bolus. The customer then performed an infusion set change and was able to lower her blood glucose. The customer's blood glucose was 500 mg/dl. The customer stated that sometimes she forgot to enter her blood glucose for meals. The customer declined further assistance. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.